Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device check with redness, swelling, discharge and open wound at the device pocket due to infection. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture while the lead r-wave sensing and the impedance measurements had also dropped. Programming changes were made to address failure to capture, dropped impedance and sensing measurements. The patient status was not provided.